Manufacturer narrative:
Gtin will be provided in future report the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the blade broke.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: acl case and two 10mm quaracut blades broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: user not applying forces correctly to the device or user applied excessive force to the device. Gtin is not available due to the product being obsolete. The device manufacture date is not known.

Event description:
It was reported the blade broke.